Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found there was melted debris and eschar stuck in the knife track. Pieces of plastic resembling sutures were also found in the knife track. Functionally, the knife blade was stuck on foreign debris and eschar, which prevented the knife from advancing forward or retracting back to its home position properly. The debris was removed and the device could be used properly. More frequent cleaning of the jaws could have prevented build up of eschar. It was reported that the handpiece had inadequate/partial seal. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of eschar and foreign debris. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not place instruments near or in contact with flammable materials (such as gauze, surgical drapes, or flammable gases). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was melted debris and eschar stuck in the knife track. Pieces of plastic resembling sutures were also found in the knife track. Functional testing found that the knife blade was stuck on foreign debris and eschar, which prevented the knife from advancing forward or retracting back to its home position properly. The debris was removed and the device could be used properly. More frequent cleaning of the jaws could have prevented build up of eschar. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of eschar and foreign debris that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not place instruments near or in contact with flammable materials (such as gauze, surgical drapes, or flammable gases). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece had inadequate/partial seal. There was evidence of energy delivery and end tones were heard. A new handpiece was used and it worked fine. There was no patient injury.